Event description:
Consumer called to report accuracy issues with their meter that resulted in an insulin reaction and hospitalization. Does not believe the meter is reading accurately. Analysis run on clark error grid using lab reading (145) as reference point vs. Bd readings (280) yielded some data points in the c range of the grid, outside acceptable limits.